Event description:
It was reported that a merlin.net transmission reported right ventricular lead noise which caused inappropriate mode switch episodes. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.